Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was reported to have streptococcus infantarius septicemia (s. Bovis group). The patient had blood cultures done and streptococcus was found. The patient was put on intravenous medications. As per additional information received, infectious disease states that there was pulmonary nodular opacities concerning for septic emboli but no further testing was done during the patient¿s hospitalization. Further blood cultures were drawn and were negative. There were no additional adverse patient effects reported. The ICD remains in service.